Manufacturer narrative:
The balloon would not deflate for removal. Additional intervention was performed by cutting the luer, but the balloon was still unable to deflate. The device was pulled manually from the patient. Patient information regarding relevant tests/laboratory data or medical history is unknown. Attempts to obtain the information has not been successful. (B)(4). The angiosculpt was returned in three (3) pieces. Visual examination found the balloon intact to a 0.018¿ guide wire. The balloon was partially inflated with evidence of wrinkles throughout the length of the balloon and wrinkles were observed on the transition tubing. The shaft was necked proximal to the proximal bond. During functional testing, the guide wire was able to be removed and reinserted with no issues. Using a tuohy-borst adapter, the balloon was pressurized slowly to 6 atm and was able to deflate with excessive deflation time. Based on the lab analysis, the necked shaft leads to suggest that it caused or contributed to the device not being able to deflate. No issues were noted with inflation. It is probable that the shaft was necked during inflation of the balloon which caused or contributed to the device unable to deflate.

Event description:
Angiosculpt would not deflate for removal. The physician cut the luer but the balloon would still not deflate. Physician manually removed (pulled) the device from the patient.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.